Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving hydromorphone via an implantable infusion pump. It was reported that the pump had to be replaced early because the pump malfunctioned and the medication was not going though properly. It was stated that the catheter checked and no issues were found.